Event description:
It was further reported that the external pulse generator had been returned for service.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the device had displayed error codes. Analysis could not confirm the button was broken, however, one knob encoder was missing, and one knob was rusted and damaged. Two capacitors were found to be broken. An output connector assembly, the hanger assembly and an upper case were broken. The encoder assembly, encoder nuts and one case screw were contaminated. The hanger o-ring, plugs, case screws were missing. The lower case was damaged. The encoder knob was damaged. The battery wire insulation was pinched, however the wire insulation not compromised. The display wire insulation was pinched, however the wire insulation not compromised. No batteries were returned with the device. It was noted that there was evidence of a non company service person disassembling and reassembling the device. (All plugs and two case screws were missing. And the batteries and display wires were routed incorrectly). All found defective parts were replaced and all other identified issues were resolved. - passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a button of the external pulse generator (epg) was broken and the epg displayed an error code. There was no patient involvement.